Event description:
It was reported that the patient developed atrial fibrillation post-operatively it has not cleared up. Additional information was received that the physician believed that the atrial fibrillation may have been caused by undergoing surgery and was not device related. The patient had a cardioconversion and was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed atrial fibrillation post-operatively and it has not cleared up.